Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation found the battery was empty. Failure 4006, coin cell is empty, establishing a relationship between the device and the reported event. The root cause is depleted battery. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the ¿on¿ button at the front panel of a renasys touch device is not working and was unable to power pump on. As this was noticed during servicing / preventative maintenance, no patient was involved.